Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, the patient underwent total left knee arthroplasty due to osteoarthritis. Due to degenerative joint disease. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 2. On (B)(6) 2019, the patient underwent a left knee revision due to loosening of the tibial component, mal-balancing in flexion, and pain. The surgeon indicated the femur was mal-positioned from rotation standpoint. He reported the tibial component was loose and there was no cement on the tibial tray. The femoral and tibial components were revised. The surgeon indicated the patella was not resurfaced. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2015; dor: (B)(6) 2019; (lt knee).